Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited noise which resulted in pacing inhibition. The lead was capped and replaced. The patient was fine post procedure.